Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 7mm x 40mm smart control iliac self-expanding stent (ses) delivery system could not cross the iliac bifurcation while tracking over an unknown .014 guidewire. The .014 guidewire was removed and was replaced with an unknown .035 guidewire, but resistance was encountered, and the .035 guidewire was removed. ¿it's tip and outer sheath were partially peeled off". There were no reported injuries to the patient. This was during a procedure to treat a proximal right superficial femoral artery (sfa) lesion which had a chronic total occlusion (cto). A contralateral approach was made with a 6f non-cordis sheath. A 4mm and a 6mm high-pressure balloon catheter (hpbc) was used and inflated prior to the use of the smart control ses delivery system. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18283343 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " stent delivery system (sds) tracking difficulty, catheter tip separated, and outer sheath damaged¿ could not be confirmed. Without the return of the device and without procedural images, the cause of the reported event cannot be determined. Interference or friction between devices (including all catheters, wires, sheath introducers, balloon/sds catheters) whether between one or multiple manufacturers product lines is a known occurrence. If resistance is encountered the system should be withdrawn together as one unit to prevent injury. It is possible that the continued resistance caused further damage to the stent delivery system. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 7mm x 40mm smart control iliac self-expanding stent (ses) delivery system could not cross the iliac bifurcation while tracking over an unknown .014 guidewire. The .014 guidewire was removed and was replaced with an unknown .035 guidewire, but resistance was encountered, and the .035 guidewire was removed. ¿it's tip and outer sheath were partially peeled off". There were no reported injuries to the patient. This was during a procedure to treat a proximal right superficial femoral artery (sfa) lesion which had a chronic total occlusion (cto). A contralateral approach was made with a 6f non-cordis sheath. A 4mm and a 6mm high-pressure balloon catheter (hpbc) was used and inflated prior to the use of the smart control ses delivery system. Additional information was requested but was not provided. The device was discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7mm x 40mm smart control iliac self-expanding stent (ses) delivery system could not cross the iliac bifurcation while tracking over an unknown .014 guidewire. The .014 guidewire was removed and was replaced with an unknown .035 guidewire, but resistance was encountered, and the .035 guidewire was removed. ¿its tip and outer sheath were partially peeled off. There were no reported injuries to the patient. This was during a procedure to treat a proximal right superficial femoral artery (sfa) lesion which had a chronic total occlusion (cto). A contralateral approach was made with a 6f non-cordis sheath. A 4mm and a 6mm high-pressure balloon catheter (hpbc) was used and inflated prior to the use of the smart control ses delivery system. The device was discarded and will not be returned.